Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD implanted: (B)(6) 2014; 4196-78 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing occurring shortly after atrial sensed events which did not appear to be associated with the patient¿s intrinsic r-wave. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.